Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection bya a getingew field service engineer (gfse), the cs300 intra-aortic balloon pump (iabp) unit did not turn on. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) reported that that they tested the unit temporarily with different components. The fse stated that the issue was the solenoid driver board. The fse replaced the solenoid driver board and completed preventative maintenance. The unit passed all functional and safety tests and was returned to customer.